Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing low blood glucose levels around 60 mg/dl and high blood glucose levels from 280 mg/dl to 480 mg/dl. The customer stated that his doctor was going to make changes to his basal. Customer will not return the product for analysis.